Event description:
Customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample into row h and did not give an error message. An ortho field service enginner was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnositcs complaint number 00-00745-02.